Manufacturer narrative:
Evaluation results: failure to follow instructions-(IFU contravened - device inflated to 30atm). Patient¿s condition affected effectiveness of device -(critical disease in proximal-mid vessel with subtotal occlusion -99% stenosis heavily calcified lesion). No results available since no evaluation performed- (device or procedural images not provided for review). Evaluation conclusions: failure to follow instructions- (IFU contravened - device inflated to 30atm). Unable to confirm complaint - (device or procedural images not provided for review). Device failure/lack of effectiveness related to patient condition-(critical disease in proximal-mid vessel with subtotal occlusion -99% stenosis heavily calcified lesion). (B)(4).

Event description:
Additional information received: no abnormalities were noted during preparation and inspection of the nc sprinter device prior to use. No difficulties were encountered during delivery of the device to/across the lesion site or during inflation of the device. There was no movement of the device while the balloon was inflated at lesion site. The inflation device was used successfully with other devices. There was no evidence of foreign material in the contrast/saline solution or within the inflation lumen of the device.

Event description:
The physician was treating the lad which exhibited a long segment of critical disease in proximal-mid vessel with subtotal occlusion (99% stenosis heavily calcified lesion). The lesion was pre-dilated with medtronic sprinter balloons and stented with non-medtronic stents. The physician then attempted to use a non- compliant sprinter balloon to post dilate. After the first inflation the balloon would not deflate. The physician went from 0 to negative pressure 3 times but the balloon would not deflate enough to pull back into the guide. The balloon was then inflated to 30 atm but it did not burst. Another attempt was made to deflate the balloon again and it deflated enough in order for the physician to pull back into the guide. No patient complications or other clinical sequelae reported.

Manufacturer narrative:
Evaluation results: device or procedural images were not returned for evaluation. Root cause of deflation event is unknown.